Event description:
It was reported that the patient experienced a revision of an inflatable penile prosthesis(ipp) device due to unspecified reasons. A patient outcome was not reported. Additional information received that the reason for the revision was a leakage of the right cylinder causing failure of the implant. The device was originally implanted seven years ago. A new device was implanted and reported to work fine.